Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed a noisy signal, present on both the venticular rate/sense and shock channels, resulting in inhibition of pacing. No adverse patient effects were reported.